Manufacturer narrative:
Follow-up #1 date of submission 07/12/2013-device evaluation: the cartridge was returned and evaluated by product analysis on 06/12/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed. A retain cartridge sample from the same lot was also tested, with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor calibration was found to not be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.